Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) epicardial lead had suspected lead fracture. The rv epicardial lead was exhibiting loss of capture and noise was noted. With the loss of capture, the patient became symptomatic and experienced a presyncope episode. The rv epicardial lead was removed and replaced. No further patient complications have been reported as a result of this event.